Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2012, the pt had a "sudden cardiac arrest" 45 seconds into the ablation cycle. The procedure was stopped, the novasure disposable device removed, resuscitation begun by the physician, and "IV (intravenous) adrenaline" given. After a few seconds the pt's heart rate returned to "normal". Post hysteroscopic examination "was normal and similar to [that] expected after a normal ablation with novasure." It was reported "no negative effects on the pt were observed after the procedure." On (B)(6) 2012, it was reported that the pt was admitted to the hospital for overnight observation and discharged the next day.

Manufacturer narrative:
The device has not yet been returned; therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and eval completed, a supplemental medwatch will be filed. Device manufacture date of the radio frequency controller is 02/2008. Device history record (DHR) review was conducted for the reported lot number of the disposable device. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was conducted for the radio frequency controller ((B)(4)). The device was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).